Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Event description:
It was reported the programmer has software problems. Specific details were not available. No information was received indicating patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) : analysis found that the device displayed an error, the electrocardiogram (ECG) connection was broken loose from the link electronic module (lem) board, and the fan was intermittently noisy. (B)(4): analysis found that the cable was out of electrical specification.